Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency department complaining of chest pain, shortness of breath and dizziness. A cardiac ultrasound revealed pericardial effusion with evidence of tamponade. A pericardiocentesis was performed without complication. A computed tomography scan revealed correct lead placement without perforation. The patient was discharged from the hospital on (B)(6) 2014.